Manufacturer narrative:
.

Event description:
Additional information noted that the pacing impedance measurements were out of range, and inquiry regarding a possible pace/sense lead was discussed with ts. It was noted that no revision has taken place as all other lead parameters were normal, and the lead was not tested with the pacing system analyzer (psa). The system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pacing impedance measurements was noted at a follow up but the values were not out of range on the right ventricular (rv) lead and device. A review was booked for this patient. No adverse patient effects were reported. Additional information received noted that during a recent follow up a gradual increase in pacing impedances since the implant showed out of range impedance measurements on the rv lead. All other measurements were stable and possible cause of the out of range values were attributed to calcification. Boston scientific technical services (ts) confirmed that the pacing impedances measurements were around 2000 ohms. Ts discussed possible root cause for the out of range values and noted that normal follow up would be sufficient in this case. The device and lead remain implanted.